Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 4261b7. Data was evaluated and the allegation was confirmed for transmitter ID 41yc3d from share support tool. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.